Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (will not securely attach to a monitor) was confirmed. As received, the trunk cable connector tabs were broken, preventing a secure connection with the monitor. The root cause of the broken tabs is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt would not securely attach to a monitor.